Manufacturer narrative:
Insulin pump was received with stripped battery cap coin slot (p), broken battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via e-mail that her device was not working and unable to remove battery cap. Customer¿s blood glucose was unknown at time of incident. Customer's mother advised to monitor the insulin pump if they continue use of insulin pump. Insulin pump was returned for analysis.